Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error (b30), air water channels and cylinders had white residues. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: no image, scope communication error (b30) were due to wet scope connector. The most probable cause is traced to a component failure. The cause of the additional findings could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the colonovideoscope did not produce an image. The issue was found during pre-use inspection and there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.